Manufacturer narrative:
The kit (leaking photoactivation module) was discarded but the datakey from the kit was returned for evaluation. Cycle six confirms blood pump alarms. Blood pump alarms are triggered when the presence of air is detected in the blood pump. The photoactivation modules are rf welded. In-process burst testing is performed at welding equipment setup. The photoactivation module is a subassembly of the xt125 procedural kits and are 100% leak tested with air prior to packaging/sterilization. The worldwide leak rate for photoactivation modules for 2006 was 0.27 per 1000 kits shipped. The leak rate for photoactivation modules to date for 2007 is 0.25 per 1000 kits shipped. Our contract manufacturer has put in place a corrective action that improved the alignment of the male and female plates as they are welded to form the photoactivation module.

Event description:
The pt was a male (birthdate could not be confirmed by the site) with a history of progressive systemic sclerosis (scleroderma), who had been receiving extracorporeal photopheresis (ecp) twice per week every month since 2006. During the routine ecp treatment in 2007, the ecp operator noted a blood pump error and then checked the clamps on the centrifuge and administered two 0.9% saline boluses to the pt. The operator then disconnected the pt from the machine, administered two additional saline boluses and continued on with the ecp treatment. During the last cycle, the ecp operator noted an apparent leak in the photoactivation chamber. At this point, the treatment was stopped and no additional fluids, blood products or 8-methoxsalen were administered to the pt. The estimated 600 ml of extra-vascular volume loss incorporated blood, plasma, the buffy coat and unk volume of 0.9% sodium chloride solution. The pt's calculated extracorporeal volume was 645 ml (10%) and 1012 ml (15%). The pt reported feeling well and experienced no symptoms related to the loss of buffy coat and plasma. The pre-treatment hematocrit was 44% and the pre-treatment total leukocyte count was 4,720/cm. Prior to ecp treatment, the blood pressure was 130/80 mmhg and remained stable (120-130/80 mm hg) during the ecp procedure. The heart rate was stable during the procedure (pre-ecp heart rate was 72 beats/ min; post-ecp, the heart rate was 68 beats/min). As per the institutions practice, the pt was routinely hospitalized overnight and discharged the next day without any residual effects of the buffy coat loss. The post-ecp hematocrit and total leukocyte count were requested, but were not released by the site.